Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by changing cartridge and administrating a manual correction injection. Reportedly, the customer loaded a new cartridge and continued to use pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.